Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient was asking for help replacing their overstimulating ins.  No further complications were reported/anticipated at this time.